Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the returned instruments were examined and the holding sleeve tip was found to be broken while the driver tip was found to be stripped. The returned driver was examined and the complaint condition was able to be confirmed as the tip was found to be stripped. A definitive root cause was unable to be determined as the method of use which led to this device failure was not provided; however, the failure mode is consistent with incorrect technique/application of excessive force. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 6mm x 4mm). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The relevant drawings for the returned instrument were reviewed: top-level and inner shaft. A design change order was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: a review of the history records identified only one non-conformance report (ncr), which was initiated due to parts failing biocapatibility testing. No product was shipped to the customer. The entire lot was pulled from inventory and the biocapatibility testing was re-performed before product was released to sale. This ncr has no relation to this complaint. No other issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a posterior lumbar fusion at l4-l5 was performed on (B)(6) 2015. During final tightening, the threads of the tip of the straight tip t25 driver-long stripped. The surgeon was able to complete the surgery successfully using the device. The screws were fine and implanted. No fragments were generated. No patient harm or surgical delay noted. Device will be returned for evaluation. Update: upon visual inspection of the returned devices, it was determined that the threaded tip of the matrix holding sleeve had actually broken. The complaint has been updated to include the newly reportable device. (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.